Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that the patient's electrocardiogram showed pauses, some of which were four seconds in duration. Device replacement was recommended. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.